Manufacturer narrative:
Block h3: the visions catheter was returned without the non-philips guidewire. The catheter was returned without the distal section (includes portions of the distal shaft, inner member, trifilar, along with the distal tip and scanner). The proximal section (includes portions of the distal shaft and inner member, and core wire) that was returned, measured approximately 122.8 cm in length. Visual inspection found a tear from the exit port to the distal shaft. At the location of the separation, the core wire, microcables, and inner member were exposed, resulting in sharp edges observed. The overall catheter working length is 150 +/- 2.5 cm, which concludes that approximately 27.2 cm was not returned. Block h6: the probable cause of the shaft separation is due to use/handling. Strain, impact, and forces associated with use can affect the integrity of the device. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Manufacturer narrative:
This complaint was reviewed and investigated according to the manufacturer¿s policy. Block c: not applicable for this device. Blocks d6 & d7: not applicable for this device. Block h3 & h6: the visions pv .014p rx catheter was not returned, thus no returned product investigation was performed. Blocks h7, h9 & h10: do not apply to this submission. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
It was reported that a visions pv .014p rx catheter was used in a therapeutic peripheral procedure in a moderately calcified distal pt. When the catheter was advanced to the lesion, resistance was encountered. The catheter was pulled back but got stuck on a non-philips guidewire; thus, was removed together. However, it was noticed that the distal portion of the catheter separated as it was coming out of the introducer sheath but was able to be removed. The procedure was completed with a new catheter. No patient injury reported. This product problem is being submitted because the visions catheter separated and was removed as a system. There is a potential for harm if the malfunction were to recur.